Event description:
This lead was implanted on (B)(6) 2003 and capped on 9/19/12 due to bipolar impedances over 3500 ohms. The procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).